Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 8fr. 50cc iab & accessories (w/pressure tubes, no stylet) intra aortic balloon (iab) had a fiber-optic sensor failure. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, lot number, d9 device available for eval and date return to manufacture, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: g2, h3 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing approximately 47.8cm and 54.9cm from the iab tip. Two kinks were found on the catheter tubing and inner lumen approximately 72.6cm and 75.4cm from the iab tip. Additionally the optical fiber was found to be broken within the catheter tubing at the kinked location of 72.6cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.